Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 10aug2019. The customer reported that the unit has 15,745 operational hours. The product support advised the customer that the 1st gen display (hydis) has a published usable life of 10k hours . The product support advised customer to replace the lcd to address the issue. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the ventilator had a dim display. There was no patient involvement.